Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was under delivering insulin. Patient reported high blood glucose of 600mg/dl and was treated with insulin pump. Troubleshooting occurred but source of issue could not be determined. Customer also reports that auto mode feature was not in use at the time of the incident. Product will be returned for analysis.